Event description:
When the surgeon struck the impactor, the metal sheared and actually cut the surgeon. It also resulted in a surgical delay of approximately 10 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.